Event description:
An hcp reported a customer experienced an allergic skin reaction while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer's symptoms were described as "scratches" at the sensor site and were prescribed locoid (hydrocortisone butyrate 0.1%) for treatment by an hcp.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dhrs (device history review) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer experienced an allergic skin reaction while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer's symptoms were described as "scratches" at the sensor site and were prescribed locoid (hydrocortisone butyrate 0.1%) for treatment by an hcp.